Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that after starting the operation and everything was going well, however, several minutes into the case, they noticed that the single port maryland bipolar forceps instrument was not moving within the same axis of our hands in the surgeon side cart. It basically flipped its movements so that left became right and up and down. They tried to troubleshoot by re-reseating the arm and flipping the instruments. The customer replaced the maryland bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer but was unable to obtain any additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port maryland bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. Additional observation(s) not reported by site: the instrument was found to have corrosion on the bearings. The pitch/grip/roll input disk bearings have oxidation, characterized by orange discoloration. Corrosion developed along the outer ring on the bearings. Common causes of the failure mode corroded/contaminated instrument bearings include improper cleaning or sterilization techniques used during reprocessing, which may involve prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing.

Manufacturer narrative:
The instrument was transferred to the failure analysis engineering (fae) team. Initial fa was confirmed. The motion test failure was investigated further. When the instrument was initially tested on the in-house system, the movement of the instrument appeared to be intuitive, and no issues were observed when moving the instrument through the different direction. The instrument's housing was removed to inspect the internals, and it was found that the plastic portion of the roll input was cracked. With the roll input disk on the proximal end of the instrument held with one hand, the instrument's main tube was able to be rolled while keeping the input disk stationary. This indicates that the metal portion of the roll input is able to move independently from the plastic portion, which can potentially allow for the components to become out of sync and could cause motion issues as the instrument may be actuated in a way that differs from what the system expects with respect to the psm's drives. The instrument was installed on the system with the input disk and main tube out of sync, and it was observed that the instrument would roll imprecisely. When commanding the instrument's grip tips to roll, the snake wrist would move in a slight circle initially but would move intuitively for the rest of the testing. The root cause of the cracked input disk is typically attributed to the user and can be caused by improper reprocessing techniques or chemicals. Further testing was done in an effort to replicate the reported complaint of "it basically flips its movements so that left becomes right and up is down." The instrument's roll input disk at the proximal end was held down while rotating the instrument's main tube manually. For reference, on a fully functional instrument the roll input disk's center tab rotates from the 1 o'clock position to the 11 o'clock position, when viewing the input disk straight on with the instrument's nose cover pointing upwards, when rolling the instrument's main tube between its hard stops which represents the full range of the degree of freedom. The RMA instrument's input disk and main tube were slipped out of sync, so the roll input disk rotated from the 8 o'clock position to the 7 o'clock position when viewed from the same angle as previously mentioned. The instrument was able to pass engagement and recognition and was able to be advanced into the cannula without any errors. The instrument exhibited non-intuitive motion and the instrument's grip tips moved in the opposite directions as commanded by the master tool manipulator (mtm). For example, when attempting to move the grip tips upwards with the mtm, the grip tips moved downwards. It is possible this behavior was not previously observed in earlier testing as the degree to which the roll input disk and the roll input shaft were out of sync may not have caused the unintuitive motion. The root cause of the unintuitive motion appears to be due to the cracked roll input, which can be caused by improper reprocessing techniques or chemicals.

Event description:
Refer to h11 for follow-up information.